Event description:
Occlusion: even at the setting of 30mmh20, ventricles enlarged. It seems to have occluded. When the surgeon pumped it after extraction, csf did not flow out from the distal catheter. Please examine the samples to find where it is occluded.

Manufacturer narrative:
The returned spva-2010 shunt has been received and analyzed by our lab. According to the results, the valve and the distal catheter do not meet all of their specification requirements and obstruction has been confirmed. Indeed, brown deposit showing evidence of loaded csf has been found inside the valve and the distal catheter. Furthermore, event after cleaning several deposits were impossible to remove. Otherwise, the pressure setting procedure could not be operated on the valve in lab environment in its at the state of the return after cleaning. Explanation was necessary to be operated. Shunt obstruction is a known short and long term complication described in the instructions for use.